Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision of the implantable pulse generator (ipg) due to having difficulty charging and the device was not holding the charge. The patient was stable post operation; the rep programmed the patient and there was great coverage and there are no complaints. The facility kept the device and will not release it back for further analysis.